Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation #(B)(4) - received "fluid path blocked" error message. Inserted welding rod into tx1 tip and confirmed blockage. Upon internal inspection excessive loctite was found in the central bolt and compression nut. The DHR for microtip lot 16713-04 was reviewed and showed that the units met manufacrturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
The device wouldn't prime. First attempt it said that there was a vacuum problem. Second, third, and fourth attempts said it was a blockage problem. Sales rep was present. There were no kinks and everything was set up correctly. After each attempt we took out the cassette to make sure it was all aligned correctly. We then opened up another device (same lot) and it worked fine.